Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 1.5 mmol/l and 9.3 mmol/l. No adverse event reported. No strips to return. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.